Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found silicate discoloration or multi-colored corrosion spots. Additionally we found pitting. Furthermore we found reddish brown corrosion spots. We also found an unknown labeling. Additionally we found grooves and discoloration. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specificaiton, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably reprocessing or maintenance related. Rational: according to the quality standard, a material defect or production error can be excluded. We assume that the discoloration is pinprick like corrosion holes surrounded by sparkling, reddish brown or multi-colored corrosion spots, often associated with circular corrosion deposits around the corrosion hole. The following points could be the cause of this: exposure due to halide ions (bromides, iodides, and chlorides) but especially chlorides that locally break through the passive layer of instrument steel, thus causing pitting. Dried on organic residues, eg blood, pus, secretions. Frequent pitting is due to the use of liquids with high chloride content or more specifically due to dry residues of such liquids adhering to the instrument surfaces. According to the signs of pinprick like corrosion holes, we exclude that this is bioburden. There is the possibility that the grooves were caused due to a prolonged usage or another instrument. No CAPA is necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that it was noticed that the instruments had either rust or bioburden on them. This did not occur during surgery. No harm to the patient. Surgical delay unknown.